Event description:
Customer reported via phone call to have high blood glucose every morning before breakfast. Customer's blood glucose was 460 mg/dl. Customer requested assistance in uploading to carelink for updated information. Customer had to end call due to receiving another phone call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.